Event description:
Davinci si camera arm clutch broke as the unit was being docking. The patient cart was exchanged with another robot si until the broken piece was fixed. FDA safety report ID # (B)(4).